Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the remote transmission was reviewed for intermittent loss of atrial sensing. Programming changes were suggested. No patient consequences.